Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The offset at the tips was 1.68mm. The grips were not found to be cracked. The molded insulator is found to be dislodged as result of the bent grip tip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument did not grasp. The procedure was completed with no reported injury.